Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure. According to the complainant, one of the wires separated from the knot after it was placed in the ureter and the stone became entrapped in the basket. No part of the basket detached. The procedure was successfully completed using another zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned zero tip nitinol retrieval basket revealed the basket wire was broken; however, the basket would open and close without issue. Based on the analysis, it has been determined that one (1) of the basket wires was broken; the broken wire remained attached to the wire sub-assembly. The broken basket wire did not impact basket¿s ability to open and close. The broken basket wire is consistent with those that are caused when the wire is put under stress during a procedure. Therefore, the most probable root cause for this event is determined to be operational/physiological context.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure. According to the complainant, one of the wires separated from the knot after it was placed in the ureter and the stone became entrapped in the basket. No part of the basket detached. The procedure was successfully completed using another zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.